Manufacturer narrative:
As reported, the mynx grip vascular closure device 6f/7f device stuck inside of the sheath. There were no reported patient injuries. The stopcock opened on the sheath prior to shuttling down. There was no excessive force applied when shuttling down. There were no kinks in the sheath or device after removal. Additional procedural details were requested but are unknown. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath stuck to the distal end of the shuttle. The balloon¿s distal tip was severely inverted which indicated that excessive tension was applied during pullback. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Shuttle movement was checked and resistance was felt. Subsequent to unsheathing, the sealant inside the shuttle tubing was found to have exposed to blood and appeared to have ¿swelled¿. The proximal sealant was found wedged between the catheter and the distal end of the advancer. The condition of the received device indicates a device jam which may have been attributed to the sealant exposed to blood prematurely. A product history record (phr) review of lot f1904401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant device deployment jam¿ was confirmed through analysis of the returned device since resistance was experienced. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the information available for review and the investigation performed, handling factors (such as applying too much tension) may have led to the sealant prematurely swelling as evidenced by the blood soaked sealant and the signs of excessive force applied to the balloon due to the severely inverted tip. If high tension was applied to the balloon during the shuttle deployment step, this can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and cause the sealant to hydrate prematurely, especially if the stopcock of the sheath was not opened. As the sealant prematurely swells, it increases the profile of the sealant which can prevent the procedural sheath/shuttle from being advanced/retracted during the procedure and adhere to device components. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it instructs the user to open the procedural sheath¿s stopcock prior to shuttling down while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Then, detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the mynx grip vascular closure device 6f/7f device stuck inside of the sheath. There were no reported patient injuries. The device will be returned for analysis. The stopcock opened on the sheath prior to shuttling down. There was no excessive force applied when shuttling down. There were no kinks in the sheath or device after removal.